Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Device not returned.

Event description:
Patient called stating she had a right hip replacement done on (B)(6) 2017. Patient reported she had been experiencing pain and said she has visited her doctor and hasn't received any help, she mentioned that she was calling for advisement on what to do regarding her pain or which doctor she should visit, I explained to the patient that we only focus on investigating our devices. At the end of the call the patient stated she didn't want to file a complaint nor provide further information and that she will call back if she decides to.